Manufacturer narrative:
A review of the manufacturing documentation for lot# 282882 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot # 282882 to determine if other complaints had been reported against this lot with the same as reported classification and none were identified. A ship history review was completed and found that (B)(4) units from the lot#282882 were shipped to (B)(4) on 25-jun-2015. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. The complaint reported has been assigned a primary as reported classification of lotus - introducer sheath - device - difficulty advancing into artery. The device was not returned to the manufacturing site therefore a technical analysis could not be completed and the complaint could not be confirmed. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel, difficulty advancing the device and bleeding are considered in multiple places within the risk documentation and are not new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'anticipated procedural complication'. Per (B)(4), anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Based on the above conclusion, no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Not returned manufacturer.

Event description:
(B)(6), (would not easily track, patient became hypotensive, external iliac had dissociated) drs attempted to insert the lotus introducer via the percutaneous puncture at the right femoral artery over the dilator which is provided with the device. The introducer would not easily track and was removed from the patient. The patient became hypotensive. Fluid and blood was given in an attempt to raise the bp. A second attempt was made to introduce the lotus introducer. At this time it was noticed that the external iliac had dissociated. The doctors then spent 2.5 hours repairing the iliac vessels using a total of 5 covered stents and a surgical sealant. The stents covered the entire length of the right common iliac and right external iliac vessels. At the end of the procedure the vessel was restored with good flow and no visible perforation on angio. Due to the blood loss and procedure time the drs chose not to proceed with tavr and instead they plan to bring the patient back to perform tavr from the left femoral access route at a later date.

Manufacturer narrative:
Device not returned manufacturer.

Event description:
(B)(4) (would not easily track, patient became hypotensive, external iliac had dissociated). Drs attempted to insert the lotus introducer via the percutaneous puncture at the right femoral artery over the dilator which is provided with the device. The introducer would not easily track and was removed from the patient. The patient became hypotensive. Fluid and blood was given in an attempt to raise the bp. A second attempt was made to introduce the lotus introducer. At this time, it was noticed that the external iliac had dissociated. The doctors then spent 2.5hours repairing the iliac vessels using a total of 5 covered stents and a surgical sealant. The stents covered the entire length of the right common iliac and right external iliac vessels. At the end of the procedure, the vessel was restored with good flow and no visible perforation on angio. Due to the blood loss and procedure time, the drs chose not to proceed with tavr and instead, they plan to bring the patient back to perform tavr from the left femoral access route at a later date.